Manufacturer narrative:
Name: medtronic minimed street:18000 devonshire street city: northridge state: ca code: 91325 based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that the patient experienced bent cannula event on (B)(6) 2026. Due to the event, patient¿s blood glucose level was high and was treated with manual injections. The site of insertion was lower back. The infusion set was in use for one day.